Event description:
A home patient reported several incidents of minicaps cracking. Per home patient, the cracks were noted right below the finger grip area. The home patient stated she noted betadine leaking through the cap during use. Per the home patient, no patient injury or medical intervention was associated with these incidents.